Manufacturer narrative:
The manufacturer previously reported a failure of the inverter board. The inverter board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the inverter board failing was due to a failed capacitor (c6).

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, the lcd screen was found to be blank. The device's inverter board was replaced to address the issue. The ventilator also failed a test step during testing. The device's active exhalation control module was replaced to address the issue.